Event description:
A letter request was received from FDA referring to a previously unknown report number (B)(4). The report was stating that: "an infant with rds, received nava ventilator support, edi catheter in use. This infant treated with nava and niv nava support from day 3 of life until day 12. At () of age, infant after a significant choking episode, was noted to have an esophageal stricture per ugi. Report made at the request of physician due to previous use of edi catheter." (B)(4).

Manufacturer narrative:
(B)(4).